Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A re-insertion surgery was performed successfully. However two channels had to be disabled due to non-auditory sensations. The device remains implanted and in use. This is a final report.

Event description:
During activation, the user experienced non-auditory sensations. Imaging confirmed the presence of extra-cochlear channels. A revision surgery took place, and the electrode array was fully re-inserted again on (B)(6) 2023. During initial implantation on (B)(6) 2023 and a full insertion of the array was achieved. The user was activated and is now using her audio processor. Electrodes 11 and 12 had to be disabled because of no auditory perception. Apart from that, everything is fine.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During activation, the user experienced non-auditory sensations. The electrode array needed to be re-inserted on (B)(6) 2023 because it was located outside the cochlea. Further technical checks are scheduled.